Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to call back if any malfunction code recurs and was able to continue using the pump without further issues.